Manufacturer narrative:
B6, b7 - questionnaire was sent to the hosp on 10/14/1997. Letter was sent on 12/5/1997. To date, no response has been received. G1, h4 - synthes cannot determine the MFR site or the MFR site date without a lot number. H6 h6 - no evaluation was performed as the product was not returned.